Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal attempt. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed failed battery test. Customer could not troubleshoot and will call back when they install a new battery into the device.